Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative.

Event description:
A report was received that the patient underwent an unknown procedure wherein the leads were abandoned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein the leads were abandoned for an unknown reason.